Event description:
It has been reported to philips that the system would not turn on. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the main power control unit (mpd). The fse replaced the mpd and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system won¿t turn on. Upon troubleshooting fse found blown fuse in the circuit that enables the system to power on. Actual cause of the issue was the defective main power distribution control unit. Fse replaced main power distribution control unit. After the replacement of the main power distribution control unit, the system returned to use in good working order. The codes were updated based on the investigation outcome.